Event description:
It was reported that the patients' right hip was revised due to infection. The surgeon removed all components and an antibiotic spacer was implanted.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a adm liner was reported. The event was not confirmed. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that the patients' right hip was revised due to infection. The surgeon removed all components and an antibiotic spacer was implanted.

Manufacturer narrative:
Additional devices listed in this report: cat # 6051-0830s, lot # mle436, description: secur-fit max 132 hip stem #8; cat # 502-03-50d, lot # mlrr55, description: primary tritanium hemi cluster hole cup 50mm; cat # 626-00-38d, lot # 40963902, description: modular dual mobility insert; cat # 06-2205, lot # unknown, description: c-taper cocr lfit head 22mm/+5; cat # unknown, lot # unknown, description: 25mm screws (qty. 2). It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices were retained by the hospital and no further information would be provided. A supplemental report will be submitted upon completion of the investigation. Devices retained by hospital.